Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of an acute thoracic dissection approximately 8 months ago. It was reported at the time of implant one stent graft device was placed lower than intended. It was reported a recent CT demonstrated that the there was a type iii endoleak due to separation/lack of adequate overlap of the stent graft components. The physician elected to place another talent stent graft to bridge the two separated stent grafts resolving the type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Required secondary intervention) - evaluation results: endoleak. Stent graft was inaccurately placed.